Event description:
It was reported that when the device was used during a low anterior resection procedure, a "leak test" was performed and a small leak at the end of the bowel was noted. The leak was repaired by using a linear stapler, and sutures. Subsequently, the pt experienced symptoms, and was taken to the o.r. Consequently, the pt expired post staple line disruption of septic shock. No x-rays were taken post operatively or post mortem. There was "very big cancer" removed and the cancer was very aggressive and could have caused the tissue to be weaker at the anastomotic site.